Event description:
The manufacturer received information alleging an issue related to a bipap device. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was corrossion in device and connector the internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Unit was scrapped. The manufacturer was not captured data in section h9-correction/removal reporting number in previous report and it has been corrected/updated in this report. Section d8, d9 and h6 has been updated in this report.

Manufacturer narrative:
In this report, section h6 investigation findings code and investigation conclusions code were corrected.